Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe that the device would not power on with ac power only. The device was able to power on using battery power. Physio replaced the device's power supply assembly to resolve the observed issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed power supply assembly and determined the cause of the observed issue was due to a pinched and shorted wire. The cause of the reported issue could not be determined.